Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that prior to the post-implant balloon dilation, moderate-severe paravalvular leak (pvl) was observed.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that embolization occurred during a transcatheter aortic valve procedure, the valve embolized and subsequently a non-medtronic valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012970423); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012869494); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that embolization occurred during a transcatheter aortic valve procedure, the valve embolized and subsequently a non-medtronic valve was implanted. Additional information was received that pre-implant balloon dilation was not performed and a non-medtronic (safari xs) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail. Prior to valve dislodgement, the implant depth was -4 mm on the non-coronary cusp (ncc) and -3 mm on the left coronary cusp (lcc). A post-implant balloon dilation was performed prior to valve dislodgment due to paravalvular leak (pvl). The valve dislodged aortic. After the valve dislodgement, the implant depth was 0 mm on the ncc and -2 mm on the lcc.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.